Manufacturer narrative:
This report is submitted on november 08, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced an episode of recurrent meningitis on (B)(6) 2018 and the patient was hospitalized. During the admission the patient was treated with IV antibiotics and bilateral tubes were placed on (B)(6) 2018. The following additional information was received regarding the episode of meningitis. Etiology of deafness - it was reported that the patient experienced an episode of meningitis pre-implantation at the age of 7 months. The patient is reported to have an etiology of enlarged vestibular aqueducts with possible bor but negative for pendred syndrome. The patient is also reported to have a bilateral mondini malformation. There were no reported craniofacial malformations nor basilar skull fractures. It is unknown if the patient was immunocompromised. The patient did receive pre-implant immunizations except ppv23. The patient did have pe tubes. No csf leak has been reported. No other information relating to the reported episode of meningitis has been provided.

Manufacturer narrative:
Per the clinic, it was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another cochlear device during the same surgery. This report is filed on september 25, 2018.